Manufacturer narrative:
Based on the consistent results across two different cobas c instruments, the cause of the event was not an instrument or reagent issue. The investigation did not identify a product problem. The cause of the event was consistent with a physiological or a preanalytical issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with lipase colorimetric assay on a cobas c 503 analytical unit, not consistent with the patient's condition. Initial result: 615 u/l. The physician questioned the initial result as it was high and was not consistent with the patient's condition. The physician requested a new sample to be drawn and tested on the same cobas c 503 analytical unit, resulting in a value of 86 u/l. The original sample was then repeated on a different cobas analytical unit at the customer's site, and the value of 615 u/l was confirmed. The specific result received was not provided.

Manufacturer narrative:
The lipase reagent expiration date was not provided. The cobas c 503 analytical unit serial number was: (B)(6). The investigation is ongoing.